Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch verio iq meter displayed an "error 4" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2012. The patient manages his diabetes with novolin r insulin and lantus insulin (2x daily). Due to the alleged issue, the patient reportedly skipped his usual dose of novolin r insulin. A couple hours after the alleged issue began, the reporter claims the patient felt "pain in his back" which he associated with elevated blood glucose levels. A friend allegedly drove the patient to the hospital. The patient's blood glucose was tested at the hospital and reportedly obtained a blood glucose result "over 600 mg/dl" with the hospital device. A health care professional (hcp) administered the patient novolin r insulin (amount not specified) and "fluids." The patient's physician diagnosed the patient with diabetic ketoacidosis (dka). The patient reportedly felt better after treatment and was sent home the same day. At the time of troubleshooting, the cca tried to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.